Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region ((B)(6)) involving pentax video gastroscope ec38-i10nl. In the event reported, it was stated as follows: as discussed on several occasions, this blurry image was never completely resolved from the first complaint document. Dr. (B)(6) is having a blurred image on her monitor intermittently. It appears there is a "fog" or smudge on the lens that cannot be cleared with the lens cleaner. We have checked the lubrication; we have apparently changed the air/water nozzle and we have also had (B)(6) onsite to analysis the reprocessing steps. They follow the IFU to a "t" and as a result cannot determine the driving factor. It is also difficult to manage as it does not happen all the time. Its sometimes 1-2 x a day, others they go weeks without issues and then it will begin to reoccur. This event is occurring during the procedure intermittently, however there were no adverse event. No additional information was provided.